Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path inside the water chamber. The patient alleges dizziness, mouth is dry and wakes up many times in the night. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. In addition, the patient alleges that the device did not work many times, growing mold, power supply burning, and not enough air pressure. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the airpath inside the water chamber. The patient alleges dizziness, mouth is dry and wakes up many times in the night. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. In addition, the patient alleges that the device did not work many times, growing mold, power supply burning, and not enough air pressure. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of an unknown contaminant was present on the sd flip door and the top enclosure, a dark dust contaminant was present on the top enclosure, an unknown contaminant was present on the front panel and rear panel an unknown dust contaminant was present on the blower, blower seal, and blower box. The manufacturer also found evidence of liquid ingress with contaminant consistent with mineral deposits was present on the blower, blower seal, and blower box and a keratin-like substance was observed on the blower box outlet. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The device's event logs were downloaded and reviewed. The manufacturer found no logged. The manufacturer concludes there was evidence multiple contamination on the device. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown.